Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer powered up to a black screen and foreign languages. Technical support (ts) told the caller to contact their local medtronic representative to have it replaced or have the service disk ran. The status of the programmer is unknown. There was no patient involvement.